Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2104820) on 19-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen (ovary and/or uterus)') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("long-lasting haemorrhagic periods (15 to 25 days, menorrhagia)"), metrorrhagia ("metrorrhagia"), vaginal discharge ("leucorrhoea"), vaginal odour ("foul odours"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), external compression headache ("compression headaches (pressure)"), tinnitus ("tinnitus / buzzing"), vitreous floaters ("floaters/veil over right eye"), rash ("skin rashes (shoulders, head)"), disturbance in attention ("memory and attention disorders"), memory impairment ("memory and attention disorders"), depression ("depressive state") and adenomyosis ("diffuse uterine adenomyosis"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, metrorrhagia, vaginal discharge, vaginal odour, arthralgia, myalgia, tendonitis, fatigue, external compression headache, tinnitus, vitreous floaters, rash, disturbance in attention, memory impairment, depression and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, arthralgia, depression, disturbance in attention, external compression headache, fatigue, memory impairment, menorrhagia, metrorrhagia, myalgia, rash, tendonitis, tinnitus, vaginal discharge, vaginal odour and vitreous floaters with essure. The reporter commented: patient¿s current status: deterioration in general condition (emotionally and physically). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 20-apr-2023. This spontaneous case was reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen (ovary and/or uterus)") in an adult female patient who had essure inserted (lot no. B72579). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("long-lasting haemorrhagic periods (15 to 25 days, menorrhagia)"), rash ("skin rashes (shoulders, head)"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("leucorrhoea"), vaginal odour ("foul odours"), headache ("headaches (pressure)"), adenomyosis ("diffuse uterine adenomyosis"), tinnitus ("tinnitus / buzzing"), dizziness ("dizziness"), vitreous floaters ("floaters/veil over right eye"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), asthenia ("severe asthenia"), disturbance in attention ("memory and attention disorders"), memory impairment ("memory and attention disorders"), depression ("depressive state") and anxiety ("anxiety"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, asthenia, depression, disturbance in attention, dizziness, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, memory impairment, musculoskeletal pain, pelvic pain, rash, tendonitis, tinnitus, vaginal discharge, vaginal odour and vitreous floaters to be related to essure administration. The reporter commented: patient¿s current status: deterioration in general condition (emotionally and physically). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 20-apr-2023: lawyer as reporter added. Event pelvic pain, dizziness, asthenia, anxiety added. Date of birth added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen (ovary and/or uterus)") in an adult female patient who had essure inserted (lot no. B72579). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("long-lasting haemorrhagic periods (15 to 25 days, menorrhagia)"), rash ("skin rashes (shoulders, head)"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("leucorrhoea"), vaginal odour ("foul odours"), headache ("headaches (pressure)"), adenomyosis ("diffuse uterine adenomyosis"), tinnitus ("tinnitus / buzzing"), dizziness ("dizziness"), vitreous floaters ("floaters/veil over right eye"), arthralgia ("joint and muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), asthenia ("severe asthenia"), disturbance in attention ("memory and attention disorders"), memory impairment ("memory and attention disorders"), depression ("depressive state"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for abdominal pain lower, pelvic pain, heavy menstrual bleeding, rash, intermenstrual bleeding, vaginal discharge, vaginal odour, headache, adenomyosis, tinnitus, dizziness, vitreous floaters, arthralgia, tendonitis, fatigue, asthenia, disturbance in attention, memory impairment, depression, anxiety, abdominal pain, skin disorder, nausea, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arrhythmia, arthralgia, asthenia, depression, disturbance in attention, dizziness, ear, nose and throat disorder, eye disorder, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, memory impairment, metal poisoning, nausea, pelvic pain, rash, skin disorder, tendonitis, tinnitus, vaginal discharge, vaginal odour and vitreous floaters to be related to essure administration. The reporter commented: patient¿s current status: deterioration in general condition (emotionally and physically). According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2014. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New event tin poisoning, abdominal pain, eye disorder, skin disorder, nausea, heart rhythm disorders & ent disorders added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2014. The patient stated that she experienced symptoms due to deterioration of essure with particles release. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen (ovary and/or uterus)') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("long-lasting haemorrhagic periods (15 to 25 days, menorrhagia)"), metrorrhagia ("metrorrhagia"), vaginal discharge ("leucorrhoea"), skin odour abnormal ("foul odours"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), fatigue ("chronic fatigue"), headache ("compression headaches (pressure)"), tinnitus ("tinnitus / buzzing"), vitreous floaters ("floaters/veil over right eye"), rash ("skin rashes (shoulders, head)"), memory impairment ("memory and attention disorders"), depression ("depressive state") and adenomyosis ("diffuse uterine adenomyosis"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, metrorrhagia, vaginal discharge, skin odour abnormal, arthralgia, myalgia, tendonitis, fatigue, headache, tinnitus, vitreous floaters, rash, memory impairment, depression and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, arthralgia, depression, fatigue, headache, memory impairment, menorrhagia, metrorrhagia, myalgia, rash, skin odour abnormal, tendonitis, tinnitus, vaginal discharge and vitreous floaters with essure. The reporter commented: patient¿s current status: deterioration in general condition (emotionally and physically). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.